Event description:
It was reported that the customer received a button error alarm on the insulin pump, during normal use. The customer's blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump buttons functioned properly and no button error alarm was noted. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked display window corner, minor scratches on the display window and a scratched reservoir tube window.